Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impressions. The cause of external insulation abrasion is consistent with friction to the device can. No other anomalies were found.

Event description:
This report is to advise of a failure event observed during analysis.